Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at quick release. The infusion set was in use for one hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available